Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display was found to be faded, discolored and difficult to read. The display was replaced with a test screen for testing and was found to function properly with no signs of discoloration or fading. During testing, the vibration motor was found to be unresponsive. Power was applied directly to the motor and the motor remained unresponsive. A test pump case was installed and the alarm functioned properly. There were no intermittent vibration motor connections observed. Unrelated to the display or vibration motor failure, evaluation revealed a cracked battery compartment. There was no evidence of moisture contamination found inside the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.